Event description:
A confirmed (B)(6) advia centaur hbsag result was obtained on a patient sample and the result was questioned by the physician. The patient was redrawn at a later date for repeat (B)(6) testing and the result was (B)(6). There was no known report of patient treatment being altered or adverse health consequences due to the initially confirmed reactive advia centaur hbsag assay result.

Manufacturer narrative:
The cause for the confirmed (B)(6) result when compared to the follow up (B)(6) test result is unknown. The (B)(6) quality control results were acceptable at the time of the event. There is no patient sample available for further investigation and the customer has declined a field service visit. The specimen collection and handling may be a contributing factor. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instrument is performing within specifications.